Manufacturer narrative:
As no further information regarding this event is expected our investigation is completed. This report will be updated should further information be provided.

Event description:
It was reported that this patient had been admitted to the hospital after experiencing several syncopal episodes. An x-ray taken showed the right ventricular (rv) lead was fractured near the proximal end. A high threshold measurement and oversensing of noise was also observed on the rv channel. For now, the rv lead was reprogrammed and remains in service. No additional adverse patient effects were reported.